Manufacturer narrative:
Date of event: approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that flexiva pulse ID laser fibers have been used during ureteroscopy procedures to treat stones in the kidney. During the procedure, the laser fibers were found to be defective. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. Despite good faith efforts, no information has been received to date to clarify the number of fibers that were defective, the nature of the defects and the date or dates the events occurred.

Manufacturer narrative:
Block b3, date of event: approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Block h2: additional information: blocks b5, d4 (lot number and expiration date), e1 (initial reporter information), and h4 (manufactured date) have been updated. Block h6 (conclusion codes): evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 1, 2022 that flexiva pulse ID laser fibers have been used during ureteroscopy procedures to treat stones in the kidney. During the procedure, the laser fibers were found to be defective. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. Additional information received on march 30, 2022: the procedure was successfully completed with another flexiva pulse ID laser fiber.